Event description:
Analysis of the returned device found that the downstream occlusion (dso) seal was detached. The air detector was also damaged, replaced air detector. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. The air sensor was also found to be damaged. The event history log was reviewed. Functional testing was performed. The air detector and dso seal were both replaced.